Event description:
During the index procedure, three endeavor sprint stents were implanted, one in the lad, one in the 1st diagonal branch segment and one in the l-av. A myocardial infraction (mi) is reported to have occurred the same day as the index procedure. The investigator has indicated the mi was related to the target vessel but unrelated to the study device.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure. (B)(4).

Manufacturer narrative:
Evaluation: 313 inherent risk of procedure ¿ (thrombosis). (B)(4).

Event description:
An angiographic complication of thrombus occurred during the index procedure.